Manufacturer narrative:
Additional information: d9. Investigation ¿ evaluation: it was reported that the cook chest drain valve (cdv) from a simple pneumothorax aspiration accessory set leaked. A drain was placed in the patient's chest on (B)(6) 2024, and the cdv and a chest drainage system were attached. The drain was connected to the valve and the valve was connected with a tube to the drainage system. Bubbling in the chest drainage system was observed despite daily x-ray checks. On 24nov2024, the cdv was checked for possible air leakage based on the provider's experience with cdv leakage for a different patient. When the cdv was removed and the drainage system changed, the bubbling stopped. An x-ray was taken to ensure resolution of the pneumothorax. The pneumothorax did not increase in size after the placement of the device. However, it did not decrease in size. The cdv was examined by the user, and it was noted that the device was easy to disassemble. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. The provider's other patient with cdv leakage is captured in report #1820334-2024-01151. Reviews of documentation including the complaint history and quality control procedures, as well as a visual inspection of the returned device, were conducted during the investigation. One used device was returned. The connecting tube was not returned. The valve was tested and did not leak. The blue end of the device was able to be separated from the clear part of the device; however, the blue part was able to be re-attached without difficulty. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded sufficient inspection activities are in place to identify this failure mode prior to distribution. The customer did not provide the lot number for the complaint device. Cook reviewed the sales history for this customer and was unable to identify the complaint lot. The device history record could not be reviewed. Based on this information, the device was manufactured to specification. There is no evidence of nonconforming material in house or in the field. Product labeling review was not able to be performed due to this product was not being supplied with an instructions for use (IFU) pamphlet. Based on the information provided, inspection of the returned device, and the results of the investigation, cook concluded this to be component failure unrelated to manufacturing deficiencies. The blue end of the chest drain valve can slightly separate from the clear body of the valve if enough pressure is put on it. It is possible that enough pressure was placed on the blue end of the valve when being used that could have loosened it enough to allow the noted bubbles. The blue end of the valve was able to be reconnected to the clear body of the device and created the seal. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. G4 ¿ PMA/510(k) #: exempt. This report includes information known at this time. A follow-up report will be submitted should additional, relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that the cook chest drain valve (cdv) from a simple pneumothorax aspiration accessory set leaked. A drain was placed in the patient's chest on (B)(6) 2024, and the cdv and a chest drainage system were attached. The drain was connected to the valve and the valve was connected with a tube to the drainage system. Bubbling in the chest drainage system was observed despite daily x-ray checks. On (B)(6) 2024, the cdv was checked for possible air leakage based on the provider's experience with cdv leakage for a different patient. When the cdv was removed and the drainage system changed, the bubbling stopped. An x-ray was taken to ensure resolution of the pneumothorax. The pneumothorax did not increase in size after the placement of the device. However, it did not decrease in size. The cdv was examined by the user, and it was noted that the device was easy to disassemble. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. The provider's other patient with cdv leakage is captured in report#: 1820334-2024-01151.